Event description:
It was reported to philips that the device was dropped and sustained damage to the display. The customer is sending the device for bench repair. There was no reported patient involvement.